Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a g137 scaler, the handpiece overheated. The repair evaluation notes state the technician was not able to replicate the overheating handpiece event and that the customer may have forgotten to connect water to the unit; no injury resulted.